Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user wants to return the ilet because it showed a bg reading of 347mg/dl, and her finger test showed she was actually at 42 mg/dl. The patient refused to provide further details on the event. There was no further detail provided regarding the reported event.